Manufacturer narrative:
Per tandem user guide: do not remove or add insulin from a filled cartridge after loading onto the pump. This will result in an inaccurate display of the insulin level on the home screen and you could run out of insulin before the pump detects an empty cartridge. This can cause very high bg, or diabetic ketoacidosis (dka). Per tandem user guide: residual insulin remaining in the cartridge is unusable. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. System check was being performed by tandem technical support and customer confirmed pump supplies were changed, and customer resumed insulin. Clinical support confirmed customer is reusing old insulin. Clinical support informed customer that reusing old insulin is off label per the tandem user guide. Customer's blood glucose was 210 mg/dl